Event description:
On 11/23/2000, the facility's nurse informed the distributor's sales rep of the following: I have received a list of oncology pt's (3) that are experiencing blood return problems. I was able to research these pts. This report concerns incident two (2). The device is a dual lumen device and was inserted at this facility in 1999. The pt can be infused with drugs; however, no blood return at present. The device is still indwelling. No further details were provided.